Event description:
It was reported that during a blood draw the bd vacutainer® lithium heparinn blood collection tube began leaking from damage to the tube bottom. There was no report of impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 03-jun-2024. H.6. Investigation summary: bd received 1 used sample and 1 photo for investigation. The sample and photo were evaluated, and the bottom of the tube was observed to be damaged, leading to leakage. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during a blood draw the bd vacutainer® lithium heparinn blood collection tube began leaking from damage to the tube bottom. There was no report of impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.